Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hiccupping approximately four days post implant. High thresholds were noted on the right ventricular (rv) lead. Undersensing was also identified on the rv lead. The lead remains in use. No further patient complications have been reported as a result of this event.